Manufacturer narrative:
(B)(4). No device has been returned. The product was discarded. Device history record (DHR) was reviewed and no discrepencies were found. Investigation results concluded that the products is conformed and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the bag with monomer was perforated and the liquid wasn't sucked into the device.